Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The button error alarm could not be verified due to the blank display. It also had a scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was thrown in the washing machine by accident and then he received a button error alarm. Blood glucose value was 177 mg/dl. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.